Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that due to defect of the graphics processing unit board e116 is displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited error code e116 (camera control unit malfunction). There were no reports of patient harm.